Event description:
It was reported that the device is cracked.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.